Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician had difficulty advancing the spyscope ds into the bile duct, even if it was advanced over the guidewire. There were no reported issues with the guidewire. The procedure was completed with a different device without performing cholangioscopy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.